Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gyn procedure, they were using the device and the jaws were twisting when fired and forming malformed clips. They completed the procedure with a new like device. There was no patient consequence reported.